Event description:
It was further reported that several weeks post repositioning, a follow up visit found that the lead had a high thresholds with no capture even at 8 volts and there have been 3924 v-v sensing issues since

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (ipg) 2012 (B)(6). (B)(4).

Event description:
It was reported that one day post implant the lead dislodged. At the lead revision, the lead was found deep in the apex. When the lead was pulled back and repositioned, the patient had low blood pressure. An echocardiogram showed a moderate perforation. Aspiration was done and the patient became stable. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.